Event description:
It was reported that balloon rupture occurred. The target lesion was located in a non-calcified vessel. A 10.0 x40, 75cm charger balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: visual analysis of the returned device revealed the balloon was not folded, indicating the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 12mm proximal of the proximal markerband. Examination of the balloon material and markerband found no issues that could have contributed to the leak. A visual and microscopic examination identified no issues with the tip. A visual and tactile examination found no kinks or damage along the shaft of the device. Analysis found no other damages or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a non-calcified vessel. A 10.0 x40, 75cm charger balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. No patient complications were reported.